Event description:
Customer at hospital in foreign country had difficulty putting the system into "ready" mode. While attempting to put into "ready" they heard some arcing internal to the system and then observed smoke. The fire brigade was dispatched. There were no injuries, or damage beyond the laser system.